Manufacturer narrative:
Concomitant medical products: 4470 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. A new system was implanted the following week. No further patient complications have been reported as a result of this event.